Event description:
Report received from USA stating that the foot control had "cord damaged." The device was not being used during surgery. No injury or medical intervention were reported to have occurred. The date of the event is unknown. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplmental report will be sent. (B)(4)..